Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set tubing was leaking at the site leading to emergency room visit due to hyperglycemia and high ketones which was treated with intravenous and fluids of saline and insulin on (B)(6) 2026.